Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw = 2.10h. Unit passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or ""power loss"" errors were noted during testing. Unit received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible.

Event description:
Medtronic received information that battery cap cracked/damaged, blank display, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.